Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller reported that the patient had an MRI and the day after the MRI the patient reported having burns/bruising/red area on the patient's skin on the right ins location and the patient was unaware of where it came from. Caller mentioned patient has two ins' from different manufacturers. Caller looking to verify if a patient with an ins can be scanned if they have another stimulator implanted. Agent reviewed requested information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.